Event description:
The customer reported an erroneous vitamin b12 result for one patient involving the access 2 immunoassay system used in conjunction with the access vitamin b12 assay and calibrator. An initial result of >1,500 pg/ml was obtained and released to the physician. Subsequent testing of the sample, on the same instrument, recovered lower results of 794 pg/ml and 828 pg/ml. The customer noticed the erroneous vitamin b12 result and erratic quality control (qc) performance for multiple assays during obtaining low results of the reagent pack test count. There was no report of patient injury or change in patient treatment associated with this event. The patient¿s sample was collected in a greiner 13x75 mm lithium heparin tube and centrifuged at 3,500 rpm (rotations per minute). The customer indicated qc was within range on the day of the incident. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the instrument transducer and resolved the issue. The fse performed required alignments and obtained passing system check and quality control (qc) results. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the faulty transducer is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.